Event description:
Customer reportedly received the following results on the advantage system using comfort curve test strips within 10 minutes: hi (greater then 600 mg/dl), 317 mg/dl, 321 mg/dl, and 172 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.